Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2016 with the following findings: the last basal delivery was on 03/26/2016 at 4:13pm. Information from the reported date of the event, 01/15/2016, was overwritten in the black box. The total daily dose added up correctly and reflected the programmed basal rate target on 01/15/2016. ¿ez-prime¿ steps were performed correctly. The pump reflected 24u after a 24hr on 1u/hr duration test with no errors, alarms or warnings during the duration test. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.